Manufacturer narrative:
One device was returned for evaluation. Functional testing was performed, visual performance was not performed. The reported problem was not confirmed. The root cause is unknown since no problem was found. Stuck vent o-ring was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that their device was not releasing and keeps on blowing forward. This happened during patient use and there was no patient harm.